Manufacturer narrative:
The insulin pump passed excessive no delivery error test. No excessive no delivery alarm was noted. No damage was noted on the interface board connector. The insulin pump was also received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported the customer had an unexpected restart alarm after replacing their battery. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.